Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article received entitled "unusually high rate of early failure of tibial component in attune total knee arthroplasty system at implant-cement interface." The article has reported a high rate of debonding of tibial implant-cement interface. This is the report for sample case 2 of the reported 15 total cases of aseptic loosening of the attune tibial baseplate component at the cement to implant interface. This case is specifically described as an objective sample of the whole. The woman presented with pain and decreased rom, six months after her index surgery. There was no evidence of infection, nor evidence of radiographic tibial loosening or osteolysis. Intraoperative findings demonstrated a well fixed femoral component with grossly loose tibial component, with no cement adherence to the inferior surface, but cement was securely attached to the bone. Cement manufacturer was unreported and is unknown.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.